Event description:
The iab was inserted into the pt on 8/20/97. On 8/22/97, the iab was surgically removed after the iab leaked. Another iab was inserted into the pt. The pt went on to expire at 23:50. (On 10/6/97, datascope was also notified of this event via the mandatory medwatch from the distributor; uf/dist report number: 2026191-1997-0043). (Event complications: the pt expired: reported 10/6/97.)(pt's current status: expired - rpt'd 10/6/97.)